Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch report, "power glide catheter tip broke off in patient's vessel during placement and unable to retrieve at this time. Patient to be referred to vascular surgeon for further follow up."